Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the "device never went off, the patient slid to the floor, lost balance, and turned onto the abdomen." The patient could not be aroused and did not respond. The paramedics arrived and the patient was transported to the hospital. A request for additional information was made, however it is not known.